Manufacturer narrative:
.

Event description:
A home patient (hp) reported seeing little holes in a 12-foot patient extension line before use. Extension line was not being reused. The hp does not have any pets that have access to patient extension lines. There was no damage to the box in which the patient line extensions where delivered. The hp used scissors to assist in opening the box of patient line extensions, but hp reported the defective patient line extension was at the bottom of the box. Hp is unsure of exact date of discovery of the holes in the patient line extension. Sample was discarded by the hp. There was no patient injury or medical intervention associated with this event.